Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the surgery at the moment the surgeon was tying the vessel and proceeding to knot, the suture strands fray. The procedure was completed successfully with a like device. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). H3 device evaluation summary: it was received for analysis a dispensed suture of product code sa84t. During visual inspection of the sample, the suture present partial breakage and was curly in the middle of the body, open braid, and the ends were observed cut appears to be by use of surgical instrument. The manufacturing records couldn¿t be reviewed as the batch number is unknown. Due to the sample condition, suggests an improper handling of the sample. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps.